Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care at home. The cause of death was a rare brain virus. The caller stated that the customer had progressive multifocal leukoencephalopathy that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 24 hours prior to passing. The customer's blood glucose was low and they were taken off insulin as they were not eating, and then they started to run high. The customer was using a competitor's sensor system. The caller declined to return the insulin pump for analysis.